Event description:
During the angioplasty and stenting of an unknown vessel, it was reported that there was radiopaque material leaking from the balloon of the stent delivery system. The info states that the balloon had already been damaged during introduction. The balloon was carefully removed from the pt, but the stent remained in the pt. The physician then introduced another balloon and, with great difficulty, placed the stent onto the balloon and was inflated. The info states that the procedure was successfuly aborted. Please note that multiple attempted to acquire add't pt and procedural info have been attempted and have been unsuccessful.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been rec'd to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.